Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue were identified. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely be, by the following: stress applied to insertion section: physical stress such as scratching/hitting the insertion section. Chemical stress by conducting reprocessing not recommended in instruction for use (reprocessing manual). Stress by poor storage environment (in direct sunlight, at high temperature, in high humidity or exposed to x-rays, ultraviolet rays, etc.). The event can be prevented, by following the instructions for use, which state: 3.2.: inspection of the endoscope. 5.: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the distal end had a scratch; the adhesive on the bending section cover was detached; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; the guide pin of the electrical connector was missing; the grip had a scratch; the control unit had a scratch; switch one had wear; the indication on switches two, three, and four were unclear; and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the pin was broken in the scope connector side of the bronchovideoscope. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, coating peeling (1mm2 or more) was found on the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.